Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ was the drain used on the patient?=>no ¿ if yes, was leakage detected?=>na ¿ was another drain needed to correct the situation?=>na ¿ if yes, was the new drain placed surgically during a second procedure?=>na ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>we regularly contact with sales rep about the device returning. What is the lot number of each of the 19 unopened devices being returned?=>the devices were already sent and we could not confirm the number. H3 evaluation: product received for analysis complaint sample review : sample three sample in sealed and intact pouch were received for evaluation, pouch was teared and inspected visually and found to have trocar sticking issue. As per standard practice, 100% inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. These products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. CAPA was identified by the manufacturer to address the event reported. The necessary investigations and/or actions have been taken to address the issue. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and a drain was used. After opening the package and before use, it was found that the trocar needle and the silicon drain had been adhered. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.upon analysis it was noted that the drain had minor blue traces on the trocar.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.